Manufacturer narrative:
Correct manufacturer ID: (B)(4). B5. Event description: updated event description. D4. Lot #: added data. D4. Catalog #: added data. D4. Expiration date: added date. D4. Unique identifier (di)#: added data. D6. If implanted, give date: added date. G1: contact office name: updated field content. H4. Device manufacture date: added date. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6. Results code 1: corrected code.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with a gore® excluder® aaa endoprosthesis (B)(4). During the procedure, the trunk-ipsilateral leg component was placed in ballerina fashion with the ipsilateral leg reaching into the patient¿s left common iliac artery. However, due to its post-deployment position in the saccular aneurysm also on the left patient side, the contralateral leg hole had only partially opened and it was therefore not possible to cannulate the gate. For the same reason, the gate was not occluded, which resulted in a type 1b endoleak. To secure blood flow to the right aortic bifurcation, it was decided to perform a left to right femoro-femoral bypass.

Manufacturer narrative:
Method code 2: withdrawn. Results code 2: withdrawn. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: incomplete component deployment and surgical conversion.

Manufacturer narrative:
B5: updated field content: statement "reportedly, no endoleaks were observed" replaces previously reported sentence "for the same reason, the gate was not occluded, which resulted in a type 1b endoleak". H6. Conclusions code 1: withdrawn. Complete UDI of the gore® excluder® trunk-ipsilateral leg component rlt231414/17553568: (B)(4).

Event description:
Reportedly, no endoleaks were observed.

Manufacturer narrative:
The lot# for the gore® excluder® aaa endprosthesis was not available. A review of the manufacturing paperwork was therefore not performed.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. During the procedure, the trunk-ipsilateral leg component was positioned in a ballerina fashion with the ipsilateral leg reaching into the patient¿s left common iliac artery. However, the contralateral leg hole on the right side only partially opened due to the patient¿s anatomy and it was therefore not possible to cannulate the gate. Intra-operative imaging found no endoleak and it was decided to perform a left to right femoro-femoral bypass.